Manufacturer narrative:
G4: this product is manufactured in the u.s. But not marketed in the u.s. H6: health impact- clinical code: 4581 -significant reduction of irido-corneal angles h6: health impact - additional surgery: 4625 - incision enlargement h6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens, +02.50/+4.5/169 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vaulting and significant reduction of irido-corneal angles. The incision was enlarged. The problem was resolved. The patient had no signs or symptoms and stable refraction.

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to within specifications. Claim # (B)(4).